Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the patient was experiencing problems following surgery. The device buckled on the right side and the patient had been advised that another surgery would be needed to implant a different device. At the time of this report, it was unknown if the surgery had taken place.